Event description:
It was reported that the pt underwent a revision surgery approximately 8 months post-op to remove and replace a broken titanium rod on the left side at t7-s1.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.